Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery, balanced salt solution (bss) leaked from the bottom of the cassette. The cassette was replaced and the surgery was completed. There was no harm to the pt.